Manufacturer narrative:
B3: bsc aware date used as event date, as event date remains unknown after good faith effort.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro closure device and delivery system (wds) was implanted with no leak noted. At the 45 day routine follow up appointment, transesophageal echocardiogram (tee) imaging revealed the closure device was found to have migrated from its original implanted position and is now sitting sideways in the laa. The leak was unable to be measured due to the closure device being canted. No thrombus was noted. No intervention was performed when leak was found. In the near future, physicians plan to follow up with a repeat tee and consider coiling the closure device based on tee result.